Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not used stimulation in over one year due to experiencing ineffective stimulation and desires to have her scs system explanted. Surgical intervention was undertaken and the patient's scs system was explanted.